Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 12mm x 2.0mm maverick2 monorail balloon ruptured at 12 atms. The total number of inflations and to what atms is unknown. The procedure was successfully completed with another of the same device. No pt complications were reported. Pt status is reported as "good".